Manufacturer narrative:
Complaint conclusion: during an in-stent occlusion (iso) case on a non-cordis stent, a 3x300mm 155cm saber rx percutaneous transluminal angioplasty (pta) catheter was delivered to the lesion for inflation; however, it ruptured at two (2) atmospheres (atm). Therefore, it was replaced with a new saber pta (25cm). The procedure completed successfully. There was no reported patient injury. The patient was female. The target lesion was the right superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintain negative pressure). A contralateral approach was made and a guidewire crossed the lesion before the saber balloon was inserted into the patient. There was no difficulty in removing the products from the hoop, the protective balloon covers, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the products into the patient. The contrast to saline ratio was 50%. A kaneka indeflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction felt while inserting the balloons through the rotating hemostatic valve. The device had to pass through a previously placed stent. The balloon rupture occurred during the initial inflation. There were no other anomalies noted when the device was removed from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17599231 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, during an iso case on a non-cordis stent, a contralateral approach was made and a guidewire crossed the lesion. A saber rx ((B)(4)) percutaneous transluminal angioplasty (pta) was delivered to the lesion for inflation; however, it ruptured at 2 atmospheres (atm). Therefore, it was replaced with a new saber pta (25cm). The procedure completed successfully. There was no reported patient injury. The product was clinically used and will not be returned for analysis. The patient was female. The target lesion was the right superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintain negative pressure). There was no difficulty in removing the products from the hoop, the protective balloon covers, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the products into the patient. The contrast to saline ratio was 50%. A kaneka indeflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction felt while inserting the balloons through the rotating hemostatic valve. The device had to pass through a previously placed stent. The balloon rupture occurred during the initial inflation. There were no other anomalies noted when the device was removed from the patient.

Manufacturer narrative:
A device history record (DHR) review of lot 17599231 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during an iso case, a contralateral approach was made and a guidewire crossed the lesion. A saber rx (3mm30cm155) percutaneous transluminal angioplasty (pta) was delivered to the lesion for inflation; however, it ruptured at 2 atmospheres (atm). Therefore, it was replaced with a new saber pta (25cm). The procedure completed successfully. There was no reported patient injury. The product was clinically used and will not be returned for analysis. The patient was female. The target lesion was the right superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown.